Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. No unexpected display anomalies noted during our testing. The insulin pump was scratched casing, minor scratches on the lcd window, pillowing keypad overlay and damaged keypad overlay texture.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display was solid white. The patient's blood glucose at the time of incident is unknown. No significant events led to the display anomaly. The insulin pump was returned for analysis.